Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone leakage; ¿4 siliconomas in the left axilla, lymph nodes have absorbed silicone", ¿palpable lymph nodes in the axilla on both sides of the axilla for a few days¿, ¿in the axilla, you can palpate well-moving lymph nodes up to about 2 cm in diameter, and up to a diameter of 2.31 cm (4 lymph nodes have absorbed silicone), ¿lymph nodes in neck are palpatory¿; capsular contracture baker grade iii; the reported events capsular contracture, lymphadenopathy, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient representative reported left side capsular contracture baker grade iii "more pronounced", "herpes infection", "general grumpiness", silicone leakage, 4 siliconomas, lymph nodes have absorbed silicone" and rupture. Device has been explanted.